Event description:
It was reported that the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the customer was unable to provide a cgm blood glucose (bg) reading and meter bg reading at the time of the event. As a result of the basal suspension, customer's blood glucose (bg) level increased more, but customer was unable to provide a specific value. Customer gave a correction bolus via the pump to address bg level and went to the emergency room (ER). Customer was treated with intravenous fluids of saline and insulin and was released from the ER 8 hours later on 8/17/2025 with the issue resolved and no permanent damage. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.